Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 146mg/dl at the time of incident. Customer states that the alarm occur during the manual prime. Customer advised to avoid sharp bends in the tubing such as bending tubing where it connects to reservoir. The customer reported that in the past event the no delivery alarm was resolved by changing reservoir. Customer was advised to change complete set and call back if issue persist. The reservoir will be returned for analysis.